Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a skin irritation under the lifevest. The skin irritation was described as a bleeding, red rash under the therapy electrodes. The patient's doctor prescribed the patient cortisone cream. Follow up was completed and the skin irritation was improved.